Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon 2nd inflation at 10 atmospheres within a few seconds. The device was removed using normal method without any problem and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition post procedure.